Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7100348, UDI: (B)(4), product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 35766773, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation despite optimizing the program. X-ray was taken and confirmed no lead migration. The patient underwent a procedure wherein the leads and anchor were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.